Event description:
This complaint is from a database related research activity (drra). Lot, model and catalog number are not available, but the suspected mentor device possibly associated with reported adverse events: unknown mentor. The object of the drra is to compare quarterly mentor data with data from the national breast implant registry (nbir). This report captures reasons, complications, device problems, and patient requests that lead to reoperations involving mentor implants vs. Non-mentor implants during q2-2021, associated with this drra. Adverse event(s) reported for mentor implants associated with re-operation from april 1, 2021, through june 30, 2021: qty unk: capsular contracture (85.71%). Qty unk: hematoma (2.20%). Qty unk: infection (3.30%). Qty unk: seroma (3.30%). Qty unk: skin necrosis (2.20%). Qty unk: wound problems (3.30%). Qty unk: device migration/implant malposition (47.41%). Qty unk: suspected/actual rupture/deflation (38.52%). Qty unk: wrinkling/rippling (14.07%). Qty unk: change shape/size/style (66.91%). Qty unk: correction of asymmetry (18.46%). Qty unk: ptosis (14.26%). Qty unk: need for biopsy/tumor (16.67%).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. (B)(4). Reason for device explant and/or reoperation: capsular contracture, hematoma, infection, seroma, skin necrosis. Wound problems, device migration/implant malposition, suspected/actual rupture/deflation, wrinkling/rippling, change shape/size/style, correction of asymmetry, ptosis, need for biopsy/tumor. Manufacturer¿s reference number:(B)(4).